Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that he had performed a system diagnostic test that yielded high lead impedance. Reported a few months ago all the diagnostics were ok. The pt did not have any fall or trauma preceding the reported event. The pt underwent full revision surgery and the explanted products are at the manufacturer pending completion of product analysis.